Event description:
During a diagnostic angiogram, the physician crossed the aortic valve with 6f spyglass angiographic catheter with a .038 guidewire in catheter. While measuring the aortic pressures, the catheter moved and came out of left ventricle. The physician attempted to push the catheter back across the valve. The physician stated he though the catheter tip caught on the valve and caused the catheter to kink. Being unable to get the wire past the kinked section of the catheter, he then pulled the catheter down into the distal aorta in an attempt to straighten the catheter and remove the guidewire. During this attempt, the catheter was pulled into the right iliac where the tip detached and remained in the pt's right common femoral artery. The pt was referred to a cardiovascular surgeon for removal of the catheter tip. The pt underwent surgery (date unknown) and was reportedly recovering.